Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was observed to be intermittently fluctuating during the load sequence, which led to a pump shutdown. The pump turned on after charging the pump. A new cartridge was successfully loaded, and insulin delivery was resumed. Customer's blood glucose was 348 mg/dl. Reportedly, the customer continued using the pump for insulin therapy.